Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance measurement that was detected via the competitor's remote monitoring system for the patient. There was no further additional information available from the field at this time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.